Event description:
Analysis of the returned device revealed a tear on the cannula. It was reported that the patient¿s blood glucose level were 56 mg/dl while wearing the pod. It was initially reported that the pod was over delivering insulin.

Manufacturer narrative:
Inspection of the device found no problems that would result in the over-delivery of insulin. An 0x10, reset caused by sawcop expiration, hazard alarm was observed in the pod data. No problems were found that would contribute to the observed 0x10 alarm, the cause of which could not be determined. The left and right side of the exposed soft cannula were observed to be torn, resulting in a fluid leak. The torn cannula is independent of the reported event.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.